Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed during the priming of one unit of polyflux 140h. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Leak testing on the dialysate side was performed and identified a leak. The reported condition was verified. The cause of the leak was due to a crack in the welding seam. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.